Event description:
Consumer called to report meter readings are wrong. Tested meter read 80, drank juice, readings did not change. Paramedics were called and their reading was 40. Had to be hospitalized when they couldn't get the readings to come up.